Event description:
While doing a standard wire guided esophageal dilation dr ran into a product problem. In the course of passing an american endoscopy dilator over a wire guide, dr felt a "pop" as they reached what they thought was going to be the furthest extent of dilator passage. Dr immediately withdrew the dilator and fortunately found the spring tip still very loosely impacted in the end of the dilator. It took only negligible effort to pull it off the end. The spring tip had separated from the wire. Fortunately it was retrieved and didn't end up in the patient's lung, etc.